Event description:
Endowrist stapler reload broke into 3 pieces when it was removed from the stapler during a da vinci small bowel resection.

Event description:
Endowrist stapler reload broke into 3 pieces when it was removed from the stapler during a da vinci small bowel resection.